Event description:
It was reported that the guidewire was fractured. A 200cmx10cm fathom -14 was selected for use. Upon preparation, the guidewire was pulled out from the packaging to enter the microcatheter and was then withdrawn. However, it was found out that the guidewire was fractured. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The returned guidewire had the distal end kinked. No other issue or anomalies were identify. Dimensional inspection revealed the components were within specification. No other issues were identified during the product analysis.

Event description:
It was reported that the guidewire was fractured. A 200cmx10cm fathom -14 was selected for use. Upon preparation, the guidewire was pulled out from the packaging to enter the microcatheter and was then withdrawn. However, it was found out that the guidewire was fractured. The procedure was completed with another of same device. No complications were reported and patient was stable post procedure.